Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubie pocket c1 failed to stay closed. A field service engineer had the customer log into storage space recovery to confirm the failure. The fse then logged into hardware test application, ejected the failed cubie, and had the customer log in again. The fse reseated the pocket and reassigned the medications to another pocket. Once the unit was reloaded, the customer tested the inventory functions. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the cubie pocket c1 failed to stay closed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.